Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record for 00515048201, lot number z000005594, identified no relevant deviations or anomalies. The returned product had particulate in the packaging. However, the sterile packaging had been opened by the customer. This complaint cannot be confirmed. Zpc 8.400, section 8.3 8.4 ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure zpc 8.400 ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is embedded then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. Based on the attached pictures, the particulate identified does not meet zpc 8.400 acceptance criteria and is therefore nonconforming. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿foreign¿ resulted in 12 complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿foreign¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 2. Reviewing the complaints for the lot number 63394463 shows 1 complaint for this part and lot number. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery a "foreign substance (looks like metal piece) was found inside of sterile package." This incident was found by the nurse when she opened the product. No adverse events have been reported as a result of the malfunction.